Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) died suddenly on (B)(6 ) 2010. Before his death, the patient experienced sudden shocks with no preceding symptoms and was doing well after the episodes according to the family members. However when they returned to his room around noon, he was found dead.

Manufacturer narrative:
No autopsy was performed. The device was interrogated post mortem, but was not explanted and will not be returned for laboratory analysis. Attempts are currently being made to obtain the interrogation data. No additional information is available at this time. If any additional information does become available, this report will be updated.

Manufacturer narrative:
A chest x-ray was obtained for further analysis. The x-ray revealed that the defibrillation lead was implanted in the left ventricle. In addition, it was also noted that the right atrial (ra) lead was implanted in the left atrium. The defibrillation lead being implanted in the left ventricle resulted in left atrial activity being sensed on the ventricular channel. This resulted in the device detecting atrial arrhythmias as ventricular and contributed to the patient's death. The placement of the defibrillation lead is also considered off label use and is contraindicated by our labeling. Consequently, it appeared to be a procedural complication as the leads were placed in the wrong location and implant testing was not conducted which would have identified the issue. This patient was part of the simple study. The leads and device remain in the patient and will not be returned for laboratory analysis. No additional information is available at this time. If any additional information does become available, this report will be updated.

Event description:
The device was interrogated post mortem and the data files were sent to boston scientific for analysis. A review of the stored electrocardiograms revealed that there was atrial oversensing in the right ventricular channel one day after implant. The morphology observed on the shock channel appears to reflect right ventricular activity. It is believed that the right ventricular defibrillation lead had dislodged from the heart wall after implant and possibly prolapsed on itself. The electrocardiograms on the day of the patient's death revealed that a 41 joule shock was delivered due to the oversensing which resulted in the patient going into ventricular fibrillation. This arrhythmia was not sensed on the rv channel although the morphology on the shock channel clearly showed vf. Due to the possible dislodgment, the vf was not sensed and no shocks were delivered as a result. It was also reported that this patient had experienced atrial fibrillation that the device detected in the ventricular fibrillation zone. As a result, the device delivered anti-tachycardia pacing (atp). However, the atp delivery triggered a true ventricular fibrillation (vf) which was then successfully terminated with a maximum energy shock. Due to the vf, the patient had lost consciousness.